Event description:
It was reported by customer that catheter sheered on bevel of needle, guidewire when fully extended is significantly bent. Another midline was used, delay in therapy. It was reported this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged powerglide pro is confirmed; however, the exact cause is unknown. One video of a powerglide pro was returned for evaluation. An initial visual observation of the video showed the catheter of the device was pierced by the needle about 1 cm from the distal tip of the catheter. The guidewire was observed to be severely bent when fully deployed. No obvious evidence of use was observed. No details of the damage to the device could be discerned from the returned video. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that catheter sheered on bevel of needle, guidewire when fully extended is significantly bent. Another midline was used, delay in therapy. It was reported this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.